Manufacturer narrative:
Eval summary: the fracture and damage to this device was most likely due to the use of the bone tamp to assist insertion. The repeated removal and insertion as well as the sterilization process could have also contributed to the failure of this device. Without additional information, however, the definite cause of the failure cannot be determined. Eval: as returned, the articular surface provisional is fractured on the medial side. Device history records indicate all components were manufactured in 1996, although the number of uses prior to failure of the device cannot be conclusively be determined since it is a reusable instrument.

Event description:
It is reported that the articular surface provisional fractured during trialing.